Manufacturer narrative:
(B)(6). Additional information received indicated there was no acoustic response when the user stimulated the nerve with the monopolar probe. The nerve was visually seen by the user before stimulating. The user then performed troubleshooting. During troubleshooting the connection of the return electrode to the patient was checked, to ensure it was connected well. The connection of the monopolar probe to the patient interface was also checked. In addition the fuse of the patient interface was replaced; however there was no resolution after replacing the fuse. Finally the nim mainframe was replaced with another nim mainframe. After replacement they had no further problems. There was delay for about twenty minutes while troubleshooting but there was no impact to the patient.

Event description:
Additional information received indicated there was no acoustic response when the user stimulated the nerve with the monopolar probe. The nerve was visually seen by the user before stimulating. The user then performed troubleshooting. During troubleshooting the connection of the return electrode to the patient was checked, to ensure it was connected well. The connection of the monopolar probe to the patient interface was also checked. In addition the fuse of the patient interface was replaced; however there was no resolution after replacing the fuse. Finally the nim mainframe was replaced with another nim mainframe. After replacement they had no further problems. There was delay for about twenty minutes while troubleshooting but there was no impact to the patient.

Manufacturer narrative:
The device was returned for analysis. Evaluation of the device confirmed the reported event: ¿no answer provided when stimulated by monopolar probe.¿ evaluation indicated that after stimulating the device showed no events on the vga port. The display pcb had a failure. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim mainframe provided no response when stimulated with monopolar probe. There was no report of patient impact.

Manufacturer narrative:
(B)(4).